Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a drop in heart rate while exercising. It was noted that the patient is a triathlete. The physician turned off the minute ventilation (mv) sensor feature. Additional information was received that the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced a drop in heart rate while exercising. It was noted that the patient is a triathlete. The physician turned off the minute ventilation (mv) sensor feature. Additional information was received that the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.